Manufacturer narrative:
D3, manufacturer zip/postal: (B)(6). G1, MFR site zip/post code: (B)(6). The upn/lot number were not provided by the study; thus, the UDI and other product specific information are unavailable.

Event description:
It was reported that the subject experienced liver dysfunction that was treated with a prescription medication. The subject was enrolled into a clinical study on (B)(6) 2024. Pre-treatment maa imaging documented a significantly higher perfusion of maa on tumors; dose to perfused liver was 529 gy and dose to total normal tissue was 50 gy. The lung shunt calculation was 6.1 percent. On (B)(6) 2024, the treatment with therasphere was administered to the liver was selective (<=2 segments in the perfused volume) through femoral artery using a single dose vial. The total administered activity dose was reported as 1.464 gbq and post-treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. The lung dose calculation was 5.5. The subject is also receiving a regimen of combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab monthly. On (B)(6) 2024, same day post-therasphere administration the subject was noted with fatigue. No actions were taken. On (B)(6) 2024, 11 days post-therasphere administration the subject noted with elevated ast and elevated alt and was treated with c1 immunotherapy. On (B)(6) 2024, 18 days post-therasphere administration the subject noted with ascites. The subject was treated with furosemide (20 mg/oral /daily) and spironolactone (100 mg /oral/daily). On (B)(6) 2024, immunotherapy was started to treat the liver dysfunction. On (B)(6) 2024, 48 days post-therasphere administration, subjects alt remained elevated. No further actions were taken. On (B)(6) 2024, 76 days post-therasphere administration, subject was again noted with elevated ast and ascites. No further actions were taken.